Event description:
It was reported that this pacemaker and non-boston scientific right ventricular (rv) lead oversensed noise which resulted in greater than two seconds of pacing inhibition. Technical services (ts) recommended in-office evaluation to determine the cause of the noise. No adverse patient effects were reported. This device remains in service.